Event description:
Upon opening suture packets, the physician inspected the suture and noted fraying. Another packet were opened from a different lot and had the same issue. A third packet from the same lot as the second was opened, inspected by the phyisican, and ultimately used on the patient. The MFR tested the returned product and found no defect.what was the original intended procedure?eye strabismus correction.